Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and she experienced a loss of consciousness. A blood glucose reading of 15 mg/dl was obtained on the competitor meter and customer was treated with glucagon injection and oral sugar by her friend. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). No malfunction or product deficiency was identified. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and she experienced a loss of consciousness. A blood glucose reading of 15 mg/dl was obtained on the competitor meter and customer was treated with glucagon injection and oral sugar by her friend. There was no report of death or permanent injury associated with this event.